Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that during surgery, the burr moved in the hand piece during milling of the bone causing a large amount of bone to be removed in the femur. The burr then became stuck and unable to reposition or remove.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components cannot be evaluated. Review of the device history records and receiving inspection report did not find any deviations or anomalies. This device is used for treatment. Surgical notes were not provided. The operating instructions for using a burr with the mill handpiece states that "the burr must be flush with mill handpiece. Burr should be fully inserted into the collet so that the laser etched line is not visible". Complaint search based on the product and lot combination revealed no similar complaints. A definitive root cause cannot be determined with the information provided.